Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for evaluation. Results of investigation: vyaire medical was unable to determine the exact root cause as the issue is no longer reproducible. Most likely, it is due to occluded circuit system during start-up self-test.

Event description:
The customer reported bellavista 1000 us with persistent circuit occlusion alarms. Patient involvement is unknown associated with the event.